Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call motor error alarm, no delivery alarm, keypad anomaly and low battery alert on the insulin pump. Customer¿s blood glucose level was 300 mg/dl. Troubleshooting for no delivery alarm was performed. Customer was able to resolve the issue with a complete infusion set and reservoir change. Troubleshooting for motor error alarm was performed. Customer was able to complete the pump rewind. Customer advised they had issues with the low battery alert and the black o ring was missing. Troubleshooting for keypad anomaly was performed. Customer advised the act button would respond intermittently. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.